Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. No alarms noted during testing. However, an alarm was noted in alarm history due to corrupted history files. Insulin passed the alarm test. No alarms noted. Insulin pump had a cracked reservoir tube lip and cracked case near display window corners.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)